Manufacturer narrative:
No smooth breakage, melted. Breakage due to thermal influence - misuse. Nothing unusual to report was found during dhrs review .

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event a customer reported that three eddy irrigation tips broke during use in different patient's. All broken pieces were retrieved and no injury resulted.